Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead had extension and retraction issues. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of ¿helix was retracting itself¿ was not confirmed but helix mechanism issue was confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. Visual inspection of the lead body did not find any anomalies. X-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin despite the inner coil being over-torqued in the connector region. During the helix mechanism testing did not observe helix retracting itself. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.